Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the defective sensor provided spco values of 9% and 5%. A good sensor provided correct spco values of 1%. No consequences or impact to patient.